Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer's blood glucose was 300 mg/dl. Reportedly, a new cartridge was loaded to resolve the issue.